Event description:
The customer reported that during a nephrectomy, the device jaws could not be re-opened and the knife did not retract. The surgeon removed the device manually with no tissue damage or pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.